Event description:
Customer reportedly obtained results of 216mg/dl, 195mg/dl, 159mg/dl,173mg/dl, and 103mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.